Event description:
It was reported that the customer inadvertently performed the load fill tubing sequence while connected to the site. Customer acknowledged this was considered outside of the loading process. The customer's blood glucose level was 20 mg/dl. Customer required assistance from an ambulance, but declined troubleshooting with tandem technical support or treatment that was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.